Event description:
Instrument failure - the threads stripped and broke in both inserters when the surgeon was trying to implant the cup.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
1644408-2022-00159 was reassessed and determined to be non-reportable.